Event description:
Meter name: profile. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported that meter shows not ok message, unable to get a reading, has been taking insulin without knowing whether pt was high or low. Their meter allegedly would only prompt message "not ok". Treatment was would take insulin. No further info has been reported.